Event description:
Customer's mother reported the "tops of lancets twisted off in carrying case and stuck through the case and cut customer's arm." Laceration was reportedly 3 1/4 inches long. Customer's physician reported the laceration was infected and probably should have been sutured. It was treated with polysporin cream and bandaged.

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation.